Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found the device recorded a battery depletion alert and charge timeout. The device reached end of life (eol) battery status while implanted. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Event description:
It was reported that during an office visit the field representative was unable to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted the patient had been lost to follow up and the last interrogation was over one year earlier. At that time the battery had 41 percent remaining longevity. Magnet reset was performed which resulted in tones as appropriate. However upon the next attempt to interrogate a screen appeared indicating the battery had depleted, thus they were unable to download the new software. Subsequently a procedure was performed where the s-ICD was explanted for concerns over premature battery depletion. A new device was successfully implanted. No additional adverse patient effects were reported.